Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to "mechanical instability/ aseptic loosening". A triathlon all-poly tibia was revised to a triathlon construct (cemented stem, tibial baseplate, ps insert).